Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a mitek expressew suture passer needle broke off into the patient's body. For whatever reason, rather than use of a new needle, the surgeon continued to use the device to complete the process. The fragment was not retrieved from the body, however, the procedure was completed successfully without further incident or harm to the patient. Facility discarded the complaint device.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time, no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.